Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a cartridge alarm (alarm 30) during basal delivery with multiple cartridges. Additionally, it was reported that an unspecified malfunction occurred and the date on the pump was inaccurate. Customer also reported that a button alarm occurred and that the pump history had been erased. Blood glucose was 205 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issues, but no response was received.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30, undefined malfunction, and settings issues were verified. Based on the analysis, the alleged alarm 22 issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged under delivery and history issues could not be verified.